Event description:
It was reported via the (B)(4) database from the (B)(6) clinical study (subject (B)(6) that during an orbital atherectomy (oa) procedure, a thrombus event occurred post-atherectomy. The proximal edge of the target lesion was located in the right distal sfa and the distal edge of the lesion was located in the mid-popliteal artery, which had a reference vessel diameter of 4.0mm. The lesion was 70% stenotic, calcified, and 150.0mm in length. The physician accessed the lesion from a contralateral approach using a 5fr introducer sheath, glidewire (0.035"x260cm), and glidecatheter angled taper 5fr. A csi 0.014" viperwire advance was advanced across the lesion and the diamondback 2.0 classic crown orbital atherectomy device (oad) was loaded onto the guide wire. The crown was advanced to the site of the lesion to begin atherectomy. The physician completed one run at low speed for 45 seconds and one run at medium speed for 30 seconds. The oad was removed, and balloon angioplasty was performed using an advance (14lp pta 4x12x170cm) balloon for 120 seconds at 10 atm. Upon completion, thrombus was noted in the right popliteal artery. Subsequently, a thrombectomy was performed using an aspire aspirator and resolved the thrombus. The intervention was completed via balloon angioplasty using an advance (14lp pta 2.5x2x170cm) balloon for 50 seconds at 8atm. The patient status remained stable throughout the procedure and was discharged home the following day. Oad was discarded by the facility after the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Device not returned.